Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, however, a lot number was provided for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. There were (B)(4) lenses manufactured in the reported lot number, no additional complaints have been received by the manufacturer. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The manufacturer was contacted by the patient's husband who alleges that the contact lenses dissolved into a "superglue" like substance in his wife's eyes after a short time of wear. He states that this resulted in permanent blindness as both of her eyes had to be removed and replaced with artificial eyes. Good faith efforts have been made to obtain additional information without success, additional information is unknown as the patient has refused to provide further details of the incident. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and the allegation of permanent injury.